Manufacturer narrative:
The patient has not suffered any adverse effects as a result of this observation. The physician plans to bring the patient back in clinic for a system check. Of note, the patient has had appropriately sensed events and appropriately delivered anti-tachycardia pacing (atp) since the high impedance measurement was observed. Current records suggest that this ICD and competitive rv lead remain in service at this time. This event will be updated if any additional information becomes available. Additional information indicates that the patient was brought in for further testing, where isometrics, pocket manipulation, and valsalva were unable to produce noise. One episode of possible noise was noted in device memory, however. Available information suggests that the physician is monitoring the patient at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information was received indicating an invasive procedure was performed to replace the lead. The device was also explanted during the procedure. The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead exhibited an rv pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert.